Manufacturer narrative:
Findings: pump was received with no button response due to flattened escape, act , down arrow and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to confirm download anomaly or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got back on his insulin pump because he recently had an amputation. Data was missing from (B)(6). Customer's blood glucose level was running high from 300 mg/dl to 500 mg/dl. The customer treated their blood glucose level with the insulin pump. The buttons on the insulin pump were very hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.